Event description:
On (B)(6) 2025 apifix was notified that patient # (B)(6) underwent revision surgery. The rep stated that because of the collapse of the kite angle, the upper polyaxial screw moved into the spinal canal, luckily without neurological deficit.